Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation on her back resembling pimples that bled at one time. The patient's doctor advised her to remove the lifevest to air the affected area and to clean the area with rubbing alcohol. The patient reported that the irritation was better.